Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable pacemaker had developed swelling in their device pocket. The physician placed the patient on antibiotics at the time. The patient was later seen and their white blood cell count was initially 10 and was later found to be normal. The patient underwent exploratory surgery of the pocket. The pocket was a bit swollen and squishy but not warm to the touch or red. The physician had opened the pocket about 1 centimeter (cm) and drew off old blood. Cultures were taken and sent to the lab. The pocket was closed with no additional issues.